Manufacturer narrative:
.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced dense adhesions and massively dilated bowel, back pain, muscle pain, vaginal mesh erosion, bladder stone, urinary tract infection, bladder infection, dysuria, frequency, and foul smelling urine. It was also reported that the plaintiff allegedly experienced mesh perforation, extrusion, recurrence, bleeding, dyspareunia, bowel problems, and vaginal scarring. The plaintiff underwent series of mesh revision surgeries. The mesh was fully explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00490. Related to MFR# 2183959-2015-00489.